Manufacturer narrative:
An event regarding dislocation involving a c-taper cocr lfit head 36mm/+5 was reported. Conclusion: a stryker c-taper cocr lfit head 36mm/+5 was mated with a zimmer liner and shell. This combination is not sanctioned by stryker and as such is considered an off label application of the device.

Event description:
It was reported patient dislocated after undergoing hip revision surgery performed by dr. (B)(6) on (B)(6) 2014 at (B)(6) hospital in (B)(6). Patient underwent a second revision surgery to convert the tha to a constrained liner tha. The cup was a zimmer product the previously implanted stem a stryker product. The zimmer liner was removed as well as the stryker head (lfit 36mm +5 c-tpr). A zimmer constrained liner and lfit 27mm +10 c-tpr, ref 06-2810, lot mne3hj were implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported patient dislocated after undergoing hip revision surgery performed by dr. (B)(6) on (B)(6) 2014 at (B)(6) hospital in (B)(6). Patient underwent a second revision surgery to convert the tha to a constrained liner tha. The cup was a zimmer product the previously implanted stem a stryker product. The zimmer liner was removed as well as the stryker head (lfit 36mm +5 c-tpr). A zimmer constrained liner and lfit 27mm +10 c-tpr, ref 06-2810, lot mne3hj were implanted.